Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation. Device issue: guide wire tip separation. It was reported that when the guide wire was being pulled back to exchange it, the guide wire was found to be stretched distally at the coils, and the shaping ribbon was separated from the tipball. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The shaping ribbon was detached from the tipball. The core and coils were still intact. There were several offset intermediate coils proximal to the center solder for a length of 3 mm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electronic microscopy (sem) lab for further analysis. Prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.